Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. System testing did not indicate any abnormal operation of the controller. Controller was received upgraded with software maintenance release (smr), versions 0.07 for uic and 0.04 for pmc. The alarms mentioned in the event details could be observed during the smr update; however, they are not associated with a controller malfunction. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during smr upgrade, (B)(4) was switched off and restarted. After restarting the controller, a controller fault alarm (medium priority alarm) sounded. The controller was removed from stock and requested for return. There was no patient involvement associated with the event. No further information was provided.